Manufacturer narrative:
Concomitant medical products: 407645 lead, implant date: (B)(6) 2008.

Event description:
It was reported that the patient presented at the emergency room due to their device alerting with a tone. The device was interrogated and it was found that the right ventricular (rv) lead exhibited high impedance which had triggered the alert. It was noted that there were short v-v (ventricular-ventricular) intervals three days earlier. The lead was explanted and replaced. No patient complications have been reported as a result of this event.